Event description:
It was reported that the health care professional (hcp) called for a review of an electrogram (emg). Technical services reviewed and found possible loss of capture especially since a left ventricular auto threshold (lvat) test was performed and had intrinsic beats. Additionally, it was noted that pacing impedances have been high out-of-range (oor) measuring greater than 3000 ohms. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lead remains in service. No adverse patient effects were reported.